Event description:
Patient allegedly received an implant via the right femoral vein due to prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging organ perforation. Patient notes and further alleges "high blood pressure". Additionally, patient notes limited ability to perform cardio exercise. Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2005: "from the right femoral approach the vessel was carefully dilated and a gunther tulip inferior vena cava filter placed just below the renal veins in excellent position vertically oriented in inferior vena cava for removal purposes. Postvenogram shows the filter in excellent position". Per the computed tomography (CT) report of the abdomen dated (B)(6) 2018: "an infrarenal ivc filter is identified. No structural fracture, tilt, or significant perforation. A right and left lateral strut extend to the junction of a right gonadal and lumbar vein".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b2, b5, b6, b7,h1 h6 (patient and device codes) h6 (device code): appropriate term/code not available for perforation investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Organ perforation, hypertension and limited exercise. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported hypertension and limited exercise are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.